Event description:
Customer's grandmother reported via phone call that customer had low blood glucose of 20 mg/dl, which was treated with glucose tablets and glucagon. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. It was reported that customer was having involuntary ticks and site was ripped off. It was also reported that the wrong time was set on pump the day prior and it was changed. After troubleshooting, it was determined that insulin pump was functioning correctly. Caller was advised that infusion set and reservoir would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.